Event description:
During a direct visual internal urethrotomy procedure, the blade of the elite cold knife detached and fell into the patient. The blade is still in the patient. X-rays indicate it being located in the cavernosum area, lodged somewhere in the tissue of the penis. The patient was discharged with the knowledge of the blade still inside the body. It may move, or come out during urination. The patient will come back in for a follow-up visit, re-x-ray.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.